Manufacturer narrative:
Reported event of probe failed to transmit current. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a gold probe device was used in the colon during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the device was passed down the scope. When they attempted to perform cautery, the device did not produce adequate heat. The procedure was completed with another gold probe device using the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned injection gold probe device noted no visual defects. An electrical load test was performed and the results were within the specifications for the device. The reported complaint was not confirmed; device evaluation showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was used in the colon during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the device was passed down the scope. When they attempted to perform cautery, the device did not produce adequate heat. The procedure was completed with another gold probe device using the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.